Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-aug-03. The patient stated that the cause of the stimulation going away when they weren¿t laying down and it going into their stomach if they turn it up was due to pressure on their leads they guess. They had it adjusted a few times but it kept going away. The issues have not yet been resolved. The patient did not know why the leads and implantable neurostimulator (ins) were not returned for analysis and they did not know their weight. No further complications were reported/are anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 377760, lot# n0047941, product type: lead. Product ID: 377760, lot# n0047941, product type: lead. Conclusion code applies to the ins and fdc applies to the lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for degenerative disc disease/herniated disc pain. The patient reported that their lead broke in 2005 or 2006 so it was replaced. The patient stated that if you bend over, get snapped on the back, or fall, it breaks the leads and noted that since the beginning if they are not laying down at all times, the stimulation kind of goes away. If they turn it up, it goes into their stomach/sensitive area. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.